Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this patient presented to the emergency room (ER) because they experienced multiple shocks. The physician reviewed the episodes and conclude it was due to oversensing of noisy signals. Testing occurred on the lead and high out of range pacing and shock impedance were exhibited along with overpacing due to undersensing of right ventricular (rv) signals. This right ventricular (rv) lead was confirmed damage with pacing system analyzer (psa) testing and was surgically abandoned and new lead was implanted. No additional adverse patient effects were reported.